Manufacturer narrative:
(B)(4).

Event description:
The customer reports: amines (noradrenaline) were infused via the cvc to the patient thru the proximal line. Patient (covid 19) remained hypotensive, despite increasing doses, leading to verification of the integrity of the lines: it was found that the proximal line's hub was cracked. The product leaked in the patient's bed. Then the staff checked the two other line's hubs (middle and distal lines): all cracked. The 3 hubs were changed. Patient consequences: no serious consequences, the patient's condition could be stabilized. The doses have been adjusted so that patient's condition is stable when amines and therapy infused properly after changing the hubs.

Manufacturer narrative:
(B)(4). Additional information has been received from the customer indicating that the product in question is not a teleflex product, thus, this complaint will be voided.